Event description:
A 6f angio-seal sts plus was selected for use. During the procedure, the patient was unable to keep her legs still and continued to flex them throughout the procedure. The physician restrained both legs. The catheter procedure was completed, and the insertion site was determined to be appropriate for angio-seal deployment. The site continued to ooze. Surgiseal was placed inside the skin opening, and pressure was held. Later that evening, sudden bleeding occurred after the patient lifted her leg. A hematoma developed, and pressure was held. The patient's leg went cold and distal pulses diminished. An angiogram was performed to diagnose the vascular insufficiency. A surgeon was consulted, and surgery was performed. After surgery, the patient was admitted to the ICU. She developed a bundle branch block, ventricular tachycardia, coded, and died.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.